Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent damage occurred. The lesion was severely tortuous. The 3.50x20mm taxus liberte stent was unable to cross the lesion. When the physician removed the stent from the body, it was confirmed that the stent was damaged. The device was removed intact. The procedure was completed with a different device. The patient status is listed as no problem with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4).